Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in a 25-year-old female patient who had essure (batch no. 840016-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression. Previously administered products included for an unreported indication: iud from 2012 to 2013. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection / infection (bladder/ urinary tract/vaginal)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("urinary tract infection / infection (bladder/ urinary tract/vaginal)") and vaginal infection ("urinary tract infection / infection (bladder/ urinary tract/vaginal)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping / lower area of the stomach"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, urinary tract infection, dysmenorrhoea and female sexual dysfunction was resolving, the genital haemorrhage, vulvovaginal pain, menorrhagia, tooth disorder, cystitis and vaginal infection outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent surgeries to remove essure.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in a 25-year-old female patient who had essure (batch no. 840016-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included depression. Previously administered products included for an unreported indication: iud from 2012 to 2013. In november 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection / infection (bladder/ urinary tract/vaginal)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("urinary tract infection / infection (bladder/ urinary tract/vaginal)") and vaginal infection ("urinary tract infection / infection (bladder/ urinary tract/vaginal)"). On (B)(6) 2013, the patient had essure inserted. In december 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping / lower area of the stomach"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, urinary tract infection, dysmenorrhoea and female sexual dysfunction was resolving, the genital haemorrhage, vulvovaginal pain, menorrhagia, tooth disorder, cystitis and vaginal infection outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in october 2016: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event device monitoring procedure not performed was added. Product, patient & reporter information updated. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 840016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression. Previously administered products included for an unreported indication: iud from 2012 to 2013. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), menorrhagia ("menorrhagia") and tooth disorder ("dental problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, menorrhagia, tooth disorder and dysmenorrhoea outcome was unknown, the abdominal pain lower, vaginal haemorrhage, urinary tract infection and female sexual dysfunction was resolving and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication, lot number were added. Events vaginal haemorrhage, menorrhagia, urinary tract infection, tooth disorder, female sexual dysfunction and dysmenorrhoea on 27-feb-2018: medical record- all relevant medical history, concurrent condition, concomitant medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in a 25-year-old female patient who had essure (batch no. 840016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression. Previously administered products included for an unreported indication: iud from 2012 to 2013. In november 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection / infection (bladder/ urinary tract/vaginal)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("urinary tract infection / infection (bladder/ urinary tract/vaginal)") and vaginal infection ("urinary tract infection / infection (bladder/ urinary tract/vaginal)"). On (B)(6) 2013, the patient had essure inserted. In december 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping / lower area of the stomach"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, urinary tract infection, dysmenorrhoea and female sexual dysfunction was resolving, the genital haemorrhage, vulvovaginal pain, menorrhagia, tooth disorder, cystitis and vaginal infection outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in october 2016: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events- lower area of the stomach clubbed to previous events. Event bladder infection and vaginal infection were added. Events onset date were added. Events outcome were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.